Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se with a 6fr sheath, after an interventional procedure. Reportedly, the sheath could not be split and the locator wings could not be deployed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - device was not returned. It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.